Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the aligners do not fit properly, causing discomfort and even contributing to gum recession. Despite following all treatment instructions, patient's gums have receded due to pressure from poorly fitting aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.